Manufacturer narrative:
On 2-dec-2025, it was noticed an incorrect date was reported in field g3. Date received by manufacturer of the 3500a initial medwatch report. The correct date of 27-oct-2025 has now been populated into the field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and there was no irrigation during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation test of the returned device were performed in accordance with j&j procedures. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the devices was found working correctly. No temperature or impedance issues were observed. Then, an irrigation test was performed, and the catheter failed the test, there were poor flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the shaft close to the handle. Finally, the catheter handle was dissected, and the irrigation tube was found folded inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The damage identified in the irrigation the could be related to the temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage cannot be established, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and there was no irrigation during use on the patient. It was initially reported by the customer that after one hour of procedure the catheter temperature rose to 38 degrees during radiofrequency and the generator alarm was activated and ablation probe was blocked. Changing the device solved the problem. Irrigation bags are heparinized at 1ui/ml. There was no patient consequence. The customer's reported temperature rise and generator alarm issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-nov-2025, additional information was received clarifying the description of the reported issue. It was reported the issue was that there was no catheter irrigation during the procedure making the catheter unusable due to the temperature rise. Based on the new information received, the event was reassessed as an MDR reportable malfunction.